Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 tip was broken, heater wire appeared to be flex away and detached at the tip of the jaw.

Manufacturer narrative:
(B)(4). The device was not returned to maquet cardiac surgery for investigation, however photographs were provided by the account. A photographic evaluation was conducted. One photograph provided the product information. The 2nd photograph provided an image of the harvesting device. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be bent and twisted away from the hot jaw from the center with detachment at the tip of the hot jaw. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. Based on photographic evaluation, the reported failure "material twisted/bent wire" was confirmed. The lot # 3000254971 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 tip was broken, heater wire appeared to be flex away and detached at the tip of the jaw. Customer noticed tip of vh-4000 was broken during procedure.